Event description:
Drop in bipolar impedance. 790 ohms at implant, 678 ohms 10/14/97, 718-776 ohms 11/24/97, 2/9/98 - 2/15/99 794 - 918 ohms. On 5/24/99 586-604 ohms, 7/6/99 - 534-568 ohms and on 8/24/99 482-534 ohms bipolar. Sensing threshold changed on 8/24/99 to 4.0mv from 7mv bipolar. Unipolar resistance on 8/24/99 562-619 ohms. Referred to surgeon for elective replacement.